Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not startup. Upon troubleshooting, philips field service engineer (fse) prepared a quote and sent it to the customer and subsequently forwarded to firma abbot. Later, firma abbot visited onsite and added an extra cable to the ornamental hose of the flexvision system and one of the engineers inadvertently touched a circuit board, causing damage to a fuse and another component. The fuse (2ny x13 r-cabinet), located behind the monitor, had failed and the geo I/o box malfunctioned. Fuse and geo I/o box were replaced. After the replacement of the fuse and geo I/o box, the system was returned to use in good working. This scenario includes situation in which a third-party repairs resulted in device not functioning and multiple failures within system that is not caused by the azurion or allura device. Since the malfunction is caused by third party, it would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.